Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. A secondary tubing set was being used to deliver an unspecified concentration of decadron, at an unspecified rate, via an unspecified pump. After an unspecified length of time, the option-lok male adapter of the plumset was connected to the distal clave y-site of the secondary tubing set for piggyback delivery of an unspecified volume of normal saline, via gravity. It was reported that approximately 15-20 minutes after the delivery was started, the nurse disconnected the option-lok male adapter of the plumset from the distal clave y-site of the secondary tubing set. At this time, the distal tip of the option-lok male adapter of the plumset broke off and a piece remained lodged inside the clave y-site of the secondary tubing set. The customer contact indicated that a little leakage of solution was noted. The customer contact reported that the tubing was clamped off and the leakage stopped. It was reported that the therapy was completed; therefore, the tubing sets were not replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No add'l info was provided.